Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported a lost sensor from the insulin pump. The customer took out the sensor and noticed that there was no needle on the sensor. The customer reported feeling a pinch when the sensor was inserted but seemed to have lost the needle of the sensor for the insulin pump. No additional information was provided.